Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced pause episodes which appeared to be loss of contact rather than true pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.